Event description:
This lead was implanted on (b)(5) 2006 and was explanted on (b)(5) 2016 due to advisory/recall. The physician was dr. (B)(5) at (b)(5) hospital in (b)(5). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).